Event description:
(B)(6) an ICU rn called into the emergency support program line on behalf of (B)(6) fellow requesting assistance for a dampened arterial waveform. She reported that the pump was using the transducer as the ap source due to a fo sensor failure. A screenshot of the iabp monitor revealed the pump was in semiauto mode using pressure trigger an ECG waveform with significant artifact and an arterial waveform with significant artifact. (B)(6) stated she had troubleshot the arterial waveform by flushing every four hours and had successfully aspirated and replaced the entire transducer setup without improvement. Esp personnel recommended obtaining a chest x ray to ensure the distal marker was positioned between the second and third intercostal space. For the ECG waveform esp personnel recommended replacing the ECG electrodes applying doppler gel to the back of each electrode optimizing electrode placement to improve conduction and considering a switch back to automode. (B)(6) the dayshift charge rn later sent a screenshot of the most recent chest x ray which showed the distal marker in the fourth intercostal space. Esp personnel explained getinge recommended positioning of the radiopaque marker between the second and third intercostal space. Melissa stated this differed from prior teaching and that she would consult the physician. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).